Event description:
It was reported that a patient received an alert for rv oversensing caused by t-wave oversensing. The patient was in good condition. Programming changes were made, and the oversensing went away.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.